Manufacturer narrative:
The returned device was evaluated. During evaluation it was found that the battery does not charge to an acceptable capacity. The low battery alarm with visual indicator was verified functional. A service history record review reveals that this unit was in the field for over three (3) years with no previous reported issues related to this reported event

Event description:
The customer reported the device will not stay on using dc power. No consequences or patient impact reported.